Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration. Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d4, d9, h3, h6.

Event description:
Healthcare professional later reported left side free silicone extending beyond the physiologic anterior and posterolateral breast implant capsule.

Event description:
Healthcare professional later reported "suspected rupture". Healthcare professional later professional later reported "wrinkling and several simple cysts". Healthcare professional later reported "capsular contracture, baker grade iii". Healthcare professional later reported "capsular contracture, baker grade IV and rupture". Healthcare professional later reported rupture diagnosed via MRI on (B)(6) 2025. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
This is a follow up to a emdr #9617229-2023-19958. Information contained in this report was previously submitted through asr on 28jul2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture and silicone migration: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ device wrinkling: observed. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported "suspected rupture". Healthcare professional later professional later reported "wrinkling and several simple cysts". Healthcare professional later reported "capsular contracture, baker grade iii". Healthcare professional later reported "capsular contracture, baker grade IV and rupture". Healthcare professional later reported rupture diagnosed via MRI. Healthcare professional later reported "free silicone extending beyond the physiologic anterior and posterolateral breast implant capsule" diagnosed via MRI. This record is for the left side. The device has been explanted and replaced.